Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a bowel movement consisting of bright red blood per rectum. The patient reported to the hospital and lovenox, coumadin and aspirin were held. Hemoglobin and hematocrit levels were 11.4 g/dl, and 32.8%, respectively. The patient¿s inr was 3. A colonoscopy was performed, and clips were placed to control the bleeding. The patient was started on a proton pump inhibitor, and warfarin and aspirin were restarted. On (B)(6) 2016 the patient had a normal bowel movement with no blood, and was discharged to home in stable condition. No additional information was provided.